Event description:
It was reported patient experienced insufficient pain relief. Reprogramming was unable to resolve the issue. Investigation was unable to identify which lead attributed to the issue. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4) , serial: (B)(6) , batch: a000170324 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.